Event description:
Reportedly, on (B)(6) 2018 the patient implanted with the subject defibrillator had been urgently hospitalized. A device check showed that six inappropriate shock therapies had been delivered between (B)(6) 2018. Although lead measurements were repeatedly performed, no abnormalities were observed in the measured ventricular threshold, r-wave amplitude, ventricular lead impedance, or right ventricular coil continuity. The recorded arrhythmia episodes showed that inappropriate shocks had been delivered resulting from noise oversensing. Some parameters were reprogrammed (e.g. Ventricular sensitivity, arrhythmia detection zones and rates, parameters related to cycles). Preliminary analysis revealed that a ventricular lead issue and/or lead-ICD connection issue was suspected. However, an ICD issue could not be excluded.

Event description:
Reportedly, on (B)(6)2018 the patient implanted with the subject defibrillator had been urgently hospitalized. A device check showed that six inappropriate shock therapies had been delivered between (B)(6)2018 and (B)(6)2018. Although lead measurements were repeatedly performed, no abnormalities were observed in the measured ventricular threshold, r-wave amplitude, ventricular lead impedance, or right ventricular coil continuity. The recorded arrhythmia episodes showed that inappropriate shocks had been delivered resulting from noise oversensing. Some parameters were reprogrammed (e.g. Ventricular sensitivity, arrhythmia detection zones and rates, parameters related to cycles). Preliminary analysis revealed that a ventricular lead issue and/or lead-ICD connection issue was suspected. However, an ICD issue could not be excluded.

Manufacturer narrative:
Review of additional provided file confirmed the preliminary analysis: a ventricular lead issue and/or lead-ICD connection issue was suspected. An ICD issue could not be excluded.

Event description:
Reportedly, on (B)(6) 2018 the patient implanted with the subject defibrillator had been urgently hospitalized. A device check showed that six inappropriate shock therapies had been delivered between (B)(6) 2018 and (B)(6) 2018. Although lead measurements were repeatedly performed, no abnormalities were observed in the measured ventricular threshold, r-wave amplitude, ventricular lead impedance, or right ventricular coil continuity. The recorded arrhythmia episodes showed that inappropriate shocks had been delivered resulting from noise oversensing. Some parameters were reprogrammed (e.g. Ventricular sensitivity, arrhythmia detection zones and rates, parameters related to cycles). Preliminary analysis revealed that a ventricular lead issue and/or lead-ICD connection issue was suspected. However, an ICD issue could not be excluded.